Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had early elective replacement indicator (eri). ICD was explanted and replaced. Additionally, it was reported that the patient's lead was dislodged with high thresholds. Lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product/(s): 429688, implanted: (B)(6) 2013. (B)(4).